Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As the result of the first microbiological testing by the third party laboratory, microbes were detected from the sample collected from the device, so the device was reprocessed by olympus europa se & co. Kg (oekg) again and then sent to the third party laboratory for a second microbiological testing. As the result of the testing, following microbes were detected from the sample collected from the device. Instrument / suction channel: enterococcus faecium (>20 cfu/ml) at 37, stenotrophomonas maltophilia air/water channel: unspecified microbes (1 cfu/ml) at 37, stenotrophomonas maltophilia the testing result didn't clear the german guideline. Therefore, oekg replaces all channels and cylinders and performs a third microbiological testing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Enterococcus faecalis (4 cfu/100ml), klebsiella pneumoniae (1 cfu/100ml), enterococcus faecium (4 cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA). According to additional information provided by the user facility, the patient was not involved in the reported defect. The microbiological testing was performed after being disinfected by the user facility. And the device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel and suction channel of the device tested positive for enterococcus faecium and enterococcus faecalis (total 3 cfu/ml) at 37. The testing result didn't clear the german guideline. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus europa se & co. Kg (oekg). As a result of the evaluation, the following was confirmed. -the light guide lens was cracked. -the adhesive of the light guide lens and the objective lens was porous. -there was a mark of impact on the distal end cap. -the insertion tube was worn. The third microbiological testing was not performed and the device was not repaired, because the user requested that the device be returned without any repair. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been associated with wear within the channels of the device. -bacteria were detected as a result of the microbiological test conducted by the user facility. -as a result of two microbiological tests performed after reprocessing by oekg, bacteria were detected in each channel. -the device has been in use for more than a year since its last repair, and oekg's evaluation of the device revealed wear on some parts. Therefore, oekg planned to replace all channels and cylinders. In addition, at the user facility, the same or similar event as reported have occurred on the same device in the past. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the channel of the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the reprocessing method, the number and the type of microbes. There was no report of infection associated with this report.